Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and a possible micro-dislodgement. Reprogramming occurred and the ra lead was subsequently explanted and replaced. It was further reported that the right ventricular (rv) lead was not sutured down during the initial implant procedure and was pulled back during the ra lead revision procedure. The rv lead was then also explanted and replaced. No patient complications have been reported as a result of this event.